Manufacturer narrative:
The reported high impedance was verified in the laboratory. A review of the hv lead impedance data trend confirmed the high measurements in vivo. The device was tested on the bench and on the automated testing equipment (ate) system. No anomalies were detected. The device met all specifications. X-ray inspection revealed no anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation high lead impedance was observed. Suspected loose setscrew issue. During revision it was noted that the rv and svc coil pins were not secure in the device header. The device was explanted and replaced. Two successful shocks were delivered after the ICD was replaced.